Event description:
Remicade infusion programmed into pump for a 2 hour rate. At 1 hour, another rn discovered the infusion was completed and the IV pump was no longer programmed at the original rate of 135/hr in 265ml. The nurse reported that the program was now 500ml at a 433 rate. This is now second event regarding same issue. First event occurred (B)(6) 2021. Pump sent to biomed for interrogation - awaiting findings.